Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri). A routine device replacement procedure was performed. During the procedure, the set screw was unable to be loosened to remove the electrode. Multiple attempts were made to loosen the set screw using many torque wrenches. Many of the torque wrenches were bent during the attempts to loosen the set screw. Technical services (ts) discussed additional troubleshooting options. The physician abandoned the procedure and closed the pocket. The physician was considering a lifevest, a transvenous implantable cardioverter defibrillator (ICD) system, or a left ventricular assist device (lvad) as a bridge to transplant. The physician requested to have data from this device analyzed to obtain a remaining longevity estimate. Data analysis confirmed the the device to be at eri, and an estimated time to end of life (eol) was discussed. Additional information was received that the patient was referred to another hospital. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri). A routine device replacement procedure was performed. During the procedure, the set screw was unable to be loosened to remove the electrode. Multiple attempts were made to loosen the set screw using many torque wrenches. Many of the torque wrenches were bent during the attempts to loosen the set screw. Technical services (ts) discussed additional troubleshooting options. The physician abandoned the procedure and closed the pocket. The physician was considering a lifevest, a transvenous implantable cardioverter defibrillator (ICD) system, or a left ventricular assist device (lvad) as a bridge to transplant. The physician requested to have data from this device analyzed to obtain a remaining longevity estimate. Data analysis confirmed the the device to be at eri, and an estimated time to end of life (eol) was discussed. Additional information was received that the patient was referred to another hospital. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system approximately one month later. This s-ICD remains implanted with the associated electrode. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri). A routine device replacement procedure was performed. During the procedure, the set screw was unable to be loosened to remove the electrode. Multiple attempts were made to loosen the set screw using many torque wrenches. Many of the torque wrenches were bent during the attempts to loosen the set screw. Technical services (ts) discussed additional troubleshooting options. The physician abandoned the procedure and closed the pocket. The physician was considering a lifevest, a transvenous implantable cardioverter defibrillator (ICD) system, or a left ventricular assist device (lvad) as a bridge to transplant. The physician requested to have data from this device analyzed to obtain a remaining longevity estimate. Data analysis confirmed the the device to be at eri, and an estimated time to end of life (eol) was discussed. Additional information was received that the patient was referred to another hospital. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system approximately one month later. This s-ICD remains implanted with the associated electrode. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri). A routine device replacement procedure was performed. During the procedure, the set screw was unable to be loosened to remove the electrode. Multiple attempts were made to loosen the set screw using many torque wrenches. Many of the torque wrenches were bent during the attempts to loosen the set screw. Technical services (ts) discussed additional troubleshooting options. The physician abandoned the procedure and closed the pocket. The physician was considering a lifevest, a transvenous implantable cardioverter defibrillator (ICD) system, or a left ventricular assist device (lvad) as a bridge to transplant. The physician requested to have data from this device analyzed to obtain a remaining longevity estimate. Data analysis confirmed the device to be at eri, and an estimated time to end of life (eol) was discussed. Additional information was received that the patient was referred to another hospital. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system approximately one month later. This s-ICD remains implanted with the associated electrode. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD and electrode were explanted and surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri). A routine device replacement procedure was performed. During the procedure, the set screw was unable to be loosened to remove the electrode. Multiple attempts were made to loosen the set screw using many torque wrenches. Many of the torque wrenches were bent during the attempts to loosen the set screw. Technical services (ts) discussed additional troubleshooting options. The physician abandoned the procedure and closed the pocket. The physician was considering a lifevest, a transvenous implantable cardioverter defibrillator (ICD) system, or a left ventricular assist device (lvad) as a bridge to transplant. The physician requested to have data from this device analyzed to obtain a remaining longevity estimate. Data analysis confirmed the device to be at eri, and an estimated time to end of life (eol) was discussed. Additional information was received that the patient was referred to another hospital. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system approximately one month later. This s-ICD remains implanted with the associated electrode. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD and electrode were explanted and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The clinical observations were not confirmed through laboratory analysis as the device did not returned. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures and reminds users not to back the setscrew out against the backstop.